Event description:
Reportedly, during the implantation procedure of the subject ICD, the physician reported that all leads could be connected normally, except the (rv) df-1 connector. The setscrew has been tightened using the screwdriver shipped in the box, but no clicking sound has been heard. This has been tested with the second screwdriver out of the box and also with a non sorin screwdriver but without success, finally it was very difficult to unloose the setscrew. The device was not implanted and was returned for analysis. Another device was implanted.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.